Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving intrathecal infumorph 25 mg/ml at 2.419 mg/day via an implanted pump for an unknown indication. An alarm was heard, and telemetry was not yet performed. The patient called stating her pump was alarming and it smelled like something was burning. The reporter was assuming the pump reservoir was empty. The patient used her personal therapy manager (ptm) and was able to get a pa bolus successfully yesterday, but not on the date of this report. The hcp was unaware if there were any codes showing on the ptm, but the ¿call md icon¿ did show. It was discussed to bring the patient in to have the pump status confirmed with the clinician programmer. Patient symptoms were not reported. The event date was ¿4-5 days ago¿ in (B)(6) 2018. No further complications were reported/anticipated or expected.